Manufacturer narrative:
D9: device returned "20-jun-2024". H3: one pump was returned for analysis in used condition. Visual inspection showed the syringe port was fractured, and it was missing the bolus key overlay. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported issue. The investigation determined the most probably cause is error code 112 due to an intermittent motor. The motor was replaced.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement. There was no physical damage reported.